Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection performed by customer, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8,d9, g1, g3, g6, h2,h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a